Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2267 (air in line) during therapy on the home choice (hc). The peritoneal dialysis nurse (pdn) stated the hospital was calling her at home and her home patient (hp) received a s/e 2267. The pdn asked what that was? They pressed stop/ go and the hc did nothing. One of the supply bag clamps was closed during therapy and after opening the clamp, the nurse received this alarm. The technical service representative (tsr) advised the pdn that the hc ended the therapy and the pdn will need to drive back into the hospital as the hp would not be able to finish therapy with that type of alarm. The pdn state other than that, she had no other information. The nurse was on her way into to the hospital to reset and reset up supplies. There was no further information was given to the pdn on what cycle this happened in. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for system error 2267 is not confirmed because the cause code is undetermined, the sample was not returned for evaluation, and a batch review was not performed to confirm the problem. The cause could not be identified because there is not enough information in the event description to determine a cause.